Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number is the same for both open spine clamps, 150518. Device mfg date is the same for both devices, 05/18/2015. Return requested. Two replacement open spine clamps were shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that two open spine clamp were damaged. The reference clamp screw heads were damaged on each. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified. Replacement devices were requested. The site representative stated that this device issue is being reported as no patient present and there was no impact on the patient nor on the surgery. The site department head is not able to link this issue to a specific surgery any longer.

Manufacturer narrative:
Only one open spine clamp was returned for evaluation. The hardware investigation of the returned open spine clamp found that the reported event was related to a physical damage issue. The returned clamp had many nicks and cuts on the clamp head. The adjustment screw head had tool marks all around but the hex head was in good condition. The screw threads are damaged causing difficulty setting the clamp. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: both spine clamps were returned for evaluation. The second suspect spine clamp was returned to the manufacturer for analysis. The clamp was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.